Event description:
A competitor reported that the patient received shocks and that the device had no telemetry. Follow-up with the physician's office was unsuccessful in obtaining further information regarding the shocks. It was noted that telemetry could not be found as a competitor model programmer was being used. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.